Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received the critical pump error. The blood glucose level was 130 mg/dl. Customer reported that they received a critical pump error image on the pump screen. Customer reported that pump error was displayed before critical pump error image displayed on the screen. The troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions. Pump being returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.